Event description:
Report 1 of 2. It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there were three contaminated blood culture bottles. The contaminated cultures grew pantoea agglomerans, pseudomonas spp, and pseudoomonas stuzi. Unaware of the treatment administered at this time. No adverse impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-may-2024. Investigation summary: catalog 442023. Batch no. 3340577. Customer states they are receiving strange positive blood cultures. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention/returned samples were tested. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
G5: PMA/510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there were three contaminated blood culture bottles. The contaminated cultures grew pantoea agglomerans, pseudomonas spp, and pseudoomonas stuzi. Unaware of the treatment administered at this time. No adverse impact reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a false patient result due to contamination. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a false patient result due to contamination. There was no report of patient impact.